Event description:
The patient reported, the infusion device does not properly deliver boluses. The patient stated, the bolus stops in the middle of delivery and the infusion device does not alarm. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.